Event description:
A report was made regarding sound issues experienced by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting, resulting in the issue being documented and the case closed with no further action required.